Manufacturer narrative:
Investigation summary: the report of a separation of the driveline bend relief from the metal connector was confirmed through an on-site evaluation performed by an abbott representative. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). The patient remains ongoing on the device. The heartmate ii lvas patient handbook addresses how to care for the driveline. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the silastic has separated from the metal connector of the driveline. Clamshell repair was performed with no issues. No further information was reported.